Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in this complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under b)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the housing to her transformer has come open and wires are hanging out.